Event description:
On (B)(4) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch verio meter displayed an 'error 2' message while in (B)(6). The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests her blood glucose 3-4x daily and manages her diabetes with novomix insulin (20 units in the morning/ 15 units in the evening). The alleged issue began on the morning of (B)(6) 2012. It is not known if the patient made any changes to her usual diabetes management routine at that time; however, the patient reportedly administered self a decrease dose of her evening insulin (8 units). Due to the alleged issue, the patient claims she developed symptoms of shaking, headache and sweating. The patient treated self with glucose (or 'druivesuiker') to help abate the symptoms. The patient allegedly contacted her 'diabetes nurse' to inform her that the subject meter was not working properly. The nurse advised the patient to contact lfs customer service to report the issue. The patient denied testing on another device. At the time of troubleshooting, the cca noted there was no indication of misuse. The cca walked the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 respectively with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. Unrelated to the primary issue, the test strips were returned with more test strips than vial labeled. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: test strips - (B)(4) 2012. Meter - (B)(4) 2012.